Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jvrh, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The consumer reported sudden hip, groin, and back pain. The pain progress to the next day where the patient felt she was in labor. Finally, at 4 am the patient turned the stimulation off and the pain went away. Cause and outcome remain unknown. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.